Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had skin irritation caused by the lifevest. The irritation was described as red and itchy skin slightly above his nipple under the shoulder strap. The patient was given an ointment while at the hospital. Follow-up indicated that the irritation had cleared up with use of the ointment.